Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. During the procedure, the clip locked onto tissue but did not release from the catheter. They tried to advance the scope and open their hand and that didn't release the clip. The clip eventually fell off the tissue, and the clip was removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from the catheter. Block h11: investigation results: the resolution 360 clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number and upn are unknown. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an unknown resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip locked onto tissue but did not release from the catheter. They tried to advance the scope and open their hand and that did not release the clip. The clip eventually fell off the tissue and the clip was removed from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.